Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the gastrointestinal videoscope displayed a b30 error message. The issue occurred during inspection for use. There was no report of patient involvement.